Event description:
The patient¿s mother called managing healthcare provider¿s office on (B)(6) 2015 and reported the patient had a blister at pump site for two months but that blister had dried up. The patient had fever on (B)(6) 2015 and now the skin opened at the pump site. The patient was told to come to hospital that day. The patient arrived on (B)(6) 2015 and the pump was exposed. The pump and catheter were explanted on (B)(6) 2015. It was also noted that there was no incisional drainage at open wound site so the surgeon sent culture of csf aspirated through catheter. Gram stain showed gram positive cocci and white blood cells. The cultures were still pending the date of the report. The patient status at the time of the report was indicated as alive, with injury; surgical sites due to explant, still hospitalized for oral dose titration due to spasticity and agitation. On (B)(6) 2015, the hcp further reported that the patient did receive vanco pre-op. The patient did not develop meningitis, csf grew staphylococcus coag negative. The last refill as on (B)(6) 2015. The organism cultured was staphylococcus. The patient received IV antibiotics. The patient outcome was ongoing, drug withdrawal symptoms-fever. The pump was used to deliver gablofen.

Manufacturer narrative:
Concomitant products: product ID 8575, lot # j12469r, implanted: (B)(6) 2007, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type catheter. (B)(4).